Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s confirmed that the patient had a 5.5cm max diameter taa within the descending thoracic aorta. The thoracic diameter just below the arch measured ~35mm, and just above the taa was 35mm. Just superior to the celiac artery the thoracic diameter was 35 x 37mm, and 2cm above the celiac measured ~40mm. The descending thoracic contained moderate amounts of thrombus and was minimally tortuous. Review of CT¿s 5 years post-implant revealed that a single talent stent graft had been implanted into the patient¿s descending thoracic, positioned proximally from just below the arch extending distally to within ~2cm of the celiac artery. The distal portion of the stent graft was acutely angulated. The max diameter taa had increased to ~ 67mm. There was contrast observed outside the distal end of the stent graft. The distal end of the device measured ~43mm, and the thoracic aortic diameter measured ~55mm (44mm flow lumen) at that same distal level; l-r. Just beyond the mid-length of the stent graft, between the 5th and 6th covered stent, the connecting bar was found fractured. This fracture occurred where the distal stent graft was acutely angulated 40° right-left. No type iii fabric endoleak or other issues were observed near the c-bar fracture. The stent graft was patent, and no stent graft kinks, compression, or other issues were observed. The exact cause of the distal type I endoleak could not be determined from the films provided. Earlier post-implant films were not available for review and comparison. It is possible that disease progression due to vessel dilatation, angulation, and pre-existing thrombus, may have contributed to the endoleak and aneurysm expansion. The exact cause and timing of the connecting bar fracture could not be determined. The c-bar was radially oriented aligned to the anterior of the thoracic aorta, and it is possible that this orientation coupled with the right ¿ left acute stent graft angulation may have caused the c-bar to fracture.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 55 mm thoracic aortic aneurysm. It was reported, approximately five years and one month post index procedure, that a CT revealed the presence of a distal type I endoleak. Additionally, the size of the aneurysm had increased to 56 mm in diameter. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.